Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) requesting a review of latitude for right ventricular autothreshold (rvat) test detected as greater than programmed amplitude and being suspended. Technical services (ts) informed that the lead appeared to be dislodged as right atrial (ra) pacing seemed to elicit right ventricular (rv) capture, suggesting the ra lead was now in the ventricle. Ts recommended a chest x-ray to verify ra lead location. The ra lead remains in service. No adverse patient effects were reported.